Event description:
It was reported that the peritoneal dialysis (pd) patient was diagnosed with peritonitis. On (B)(6) 2014, the patient went to the (pd) clinic with a cloudy bag of fluid. He denied pain, nausea or vomiting. He was started on vancomycin 1.5g and fortaz 1g intra-peritoneal. The pdrn stated that the patient works in construction and sweats a lot and performs a mid-day exchange while at work. The pdrn stated that both cases of peritonitis have been caused by touch contamination. The pt has had his pd catheter replaced four times. The pdrn stated that the patient's effluent fluid has been clear and a cell culture was performed on (B)(6) 2014.

Manufacturer narrative:
A plant investigation is still ongoing and a supplemental report will be submitted upon completion. Medical records were reviewed by post market clinical staff, and it appears that on (B)(6) 2014, the pt went to the pd clinic with a cloudy bag of fluid. He denied pain, nausea or vomiting. He was started on vancomycin 1.5 grams and fortaz 1 gram intra-peritoneal. On (B)(6) 2014, a sample of the pt's effluent pd fluid was obtained for culture, gram stain, and cell count showing: white blood cells: 1423, with gram positive rods, suggestive of diphtheroid in the aerobic vial. There were no anaerobic organisms seen. On (B)(6) 2014; the pdrn stated that the pt works in construction and sweats a lot and performs a mid-day exchange while at work. The pdrn stated that the case of peritonitis was caused by touch contamination. The pt has been provided with gloves and other equipment to assure sterile therapy. The pt has had his pd catheter replaced four times. The pdrn stated that the pt's effluent fluid has been clear and a cell culture was performed on (B)(6) 2014. The results are still pending. There was no further information provided in the patient's medical record regarding this episode of peritonitis. Although this event will be reported as a MDR reportable serious injury, it is undetermined if there is a reasonable casual relationship between the product and the event. Peritonitis is a known risk for peritoneal dialysis, usually caused by a break in aseptic technique. There is no history of specific malfunction, or the product being out of specifications.